Event description:
It was reported that the helix did not retract while the lead was being positioned during the attempted implant procedure. The physician tried many turns to retract the helix while the lead was in the body. The lead was removed and the helix operated as expected outside of the patient. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found however, it was noted the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The lead appeared to be damaged at implant.